Event description:
It was reported to philips that the staff was attempting to deliver a shock to a patient and encountered what they described as a "cable/pads issue". The device did not discharge. There was no negative patient impact. The customer's biomed indicated that the issue did not impact patient treatment. A second defibrillator was used to treat the patient.